Event description:
It was reported that the patient recently had the device checked and was told that there was 9-11 months left on the battery. It was further reported the device was removed and replaced with a new device. It was also reported that the patient's lead was bad. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient recently had the device checked and was told that there was 9-11 months left on the battery. The device is still in use. It was also reported that the patient's lead was bad. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and normal depletion was found which meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.